Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. The actual date of event was not provided. The date of event is an estimate. A follow-up report will be submitted when the evaluation has been completed. Evaluation: results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The nurse reported, the catheter broke at the adapter/connector. The catheter adapter/connector was repaired without incident. No other harm or injury report.